Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation, the battery charger power brick cord was damaged. The root cause of the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick cord. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) old male pt contacted zoll customer support to report that the battery charger cord was damaged. The pt was issued a replacement battery charger/modem.